Event description:
Co was approached last year by a patient that had to go through a baha surgery. Company was informed that the clinic intended to use co's products together with products manufactured by another company. The reason was that they were less expensive. Sales manager wrote a detailed letter to the patient, warning patient of the risks and consequences if other products were being used for baha, and that entific would not take any responsibility if other co's products would be used for baha. The surgery was preformed, and the patient complained about strong feedback as well as loose abutments. Finally, the abutments fell out. Also, patient suffered from extreme skin irritations and infections. These conditions worsened to such a degree that the patient was unable to wear the devices. Unfortunately, we can not give you an exact date when our office overseas was approached the first time by the patient.